Event description:
It was reported that this right ventricular (rv) lead shock impedance has recorded out-of-range (oor) measurements of over 125 ohms on multiple occasions. The impedance trend has been stable around 100 to 110 ohms. Technical services reviewed the case, indicate there are no signs of lead integrity concerns and recommended to clear the alert by interrogating the device and increasing the oor alert threshold to 150 ohms. This rv lead remains in service and no adverse patient effects were reported.